Event description:
It was reported the programmer has a cracked display. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Overlay screen is broken. Left keyboard hinge is broken. Keyboard slide plate is missing. Programmer cooling fan is noisy. Two hinge plate screws are missing. Programmer error log checked and errors have occurred in the past. Programmer failed right antenna test; antenna found out of specification.